Event description:
It was reported that the customer entered a 1:1 correction factor and carb ratio instead of 1:40 due to user error. Customer experienced a low blood glucose (bg) level under 30mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.